Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the scope showed a potentially decreased image output to an unknown level. The procedure was completed successfully with no medical intervention or surgical delay.

Manufacturer narrative:
The device was returned for investigation and the reported failure mode was confirmed. Alleged failure: "item is defective. Optic is cloudy." Probable root cause: as per manufacturer, the malfunction was most likely caused by normal use, customer use and/or handling. The device manufacture date is not known. The reported failure mode will be monitored for future re-occurrence.

Event description:
It was reported that the scope showed a potentially decreased image output to an unknown level. The procedure was completed successfully with no medical intervention or surgical delay.